Event description:
The administrator of the facility called the baxter account executive (ae) regarding a patient reaction. A CT 190 dialyzer was used during the patient treatment when the patient reaction occurred. The patient reported was experiencing breathing difficulties prior to the hemodialysis treatment. At approximately two minutes into the hemodialysis treatment, the patient reportedly was gasping for breath and said she could not breathe. The patient was placed on oxygen 2l/nc. The patient was unable to respond verbally. The blood pressure (bp) at the time of the event was 119/80. The pulse was unknown. Solu-medrol 40mg was given as an intravenous push (ivp). The rescue squad was called and the patient was transported to the hospital. The hospital admitted diagnosis was cardiac arrest. The patient expired in 2007 with the listed cause of dealth as cerebral vascular accident (cva).

Manufacturer narrative:
The actual sample was discarded by the facility. There is no companion sample of the lot number available for evaluation.